Event description:
A literature report stated that between the years of 2004 and 2009, a surgeon had 25 patients experience retinal breaks with a standard 20 gauge vitrectomy probe while performing a retinal procedure. Additional info has been requested but none has been received.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The literature article was reviewed and no abnormalities were found. Because a sample was not returned and no lot number was provided, the root cause for the retinal breaks cannot be determined. (B)(4).